Event description:
During the initial interrogation, no stored egrams were available until after saving the report & aida.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Device code 2203 (other): discrepancy in aida file between interrogation and stored files. Review of the electronic data and files rec'd. The reported event could not be confirmed or reproduced. No pt safety issues were reported. In response to the warning letter that the united states food and drug administration issued to ela medical (date nov 6, 2009), ela is filing this MDR at this time. (B)(4). Conclusion: reported event could be neither confirmed, nor reproduced. Nevertheless, the complaint reported two other similar cases: it is unk if the same programmer was used for all three cases. If such event would recur with the same programmer, it should be sent to after sales service for rework.